Event description:
It was reported that a spectrum infusion pump had "door latching error". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "door latching errors" alarms during the eval, corresponding with the reported symptom, determined to be caused by loose upper link screws. The link screws were replaced.